Event description:
It was reported that during implant the atrial lead could not be inserted into the header of the device. The device was replaced.

Manufacturer narrative:
The reported field event of an inability to insert the lead into the header was not confirmed in the laboratory. The connector bore was found to be within specifications and a lead was able to be secured with the set screw. The root cause of the reported connector anomaly could not be determined as the issue could not be reproduced.